Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient is experiencing unknown mom complications. Additional information received from litigation on 5/9/2018: patient was also revised due to a neck fracture and updated implant and explant dates, and located invoice.